Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device replacement procedure for normal battery depletion, the leads were stuck in the header. Troubleshooting attempts were unsuccessful. As a result, the device was damaged to remove the leads; however, the leads were damaged in the process. No adverse patient effects were reported.